Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the system controller and user interface pcb assemblies. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that the customer's device displayed a white screen after powering on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.